Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leaked on (B)(6) 2025 at 3:50 a.m. The nurse performed a puncture on a patient and withdrew the core of the needle, the end was not closed and blood oozed out. This resulted in the patient being re-punctured with an indwelling needle.

Manufacturer narrative:
1. DHR/bhr review (lot#4081480) : 1)the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at cfs package line in april 2024. Work order quantity was (B)(4). 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3)the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process. 5)the septum assembly equipment without abnormal maintenance. 2. The customer returned 1 photo, but did not return the defective samples. The photo show blood from the end of the septum. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.